Manufacturer narrative:
Fracture problem; cable. Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint ,and completed the device evaluation. Failure analysis (fa) was not able to confirm or reproduce the reported complaint. However, fa found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's complaint history does not show any additional complaint types for this product. Log review shows this instrument (part number 470318-10, lot n11200323-0041) was last used on (B)(6) 2020 on system sk2016 with 6 uses remaining. No images, or videos were shared for the event. Based on the information provided, this event is being reported due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The reporter of the complaint was not able to verify if this issue occurred during a procedure or if it occurred during central processing, however, if a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 6th usage and, therefore, had not expired.

Event description:
It was reported that a small grasping retractor instrument had 3 missing disks. No other information was provided. On 11-aug-2020, intuitive surgical, inc. (Isi) contacted the reporter, and obtained the following additional information about the complaint: the instrument had damaged disks. The reporter did not know if the issue was discovered during central processing or during a procedure. Instruments with damaged disks are provided to her to return to isi. If this was used during a procedure, she does not believe any fragments fell inside the patient and no harm came to the patient. She also speculated that if this instrument was used in a procedure, it was completed robotically. If fragments did fall, patient harm occurred, or if the procedure was converted, the instrument would have been given to risk management and not given to her. She had no access to any patient information. No further details were available.